Event description:
The customer reported that the 9900 system had a filament regulator failure error during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.